Manufacturer narrative:
Device evaluated by manufacturer: a mustang balloon dilation catheter was received for analysis. The complaint device was received inserted through a cordis guide catheter. A visual examination of the balloon found that it was ruptured longitudinally with a complete circumferential burst 11mm proximal to the proximal edge of the distal markerband. The longitudinal tear measured 97mm in length, additionally it was noted that the balloon material at the distal end of the device had inverted and extended 35mm past the tip of the device. A review of the balloon batch highlighted no abnormalities prior to shipment. Additionally it was noted that the shaft was stretched and kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the balloon burst. A mustang 7.0 x 200, 75cm catheter was selected for use in an unspecified vessel. The balloon was advanced and inflated to approximately 8atm when the balloon burst. The procedure was completed. No complications were reported and the patient status was stable.

Event description:
It was reported the balloon burst. A mustang 7.0 x 200, 75cm catheter was selected for use in an unspecified vessel. The balloon was advanced and inflated to approximately 8atm when the balloon burst. The procedure was completed. No complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).